Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had low flow. Nurse had disconnected and reconnected the pads with fluid delivery line (fdl) and flow rose up to 1.6lpm. Biomed suggested to continue therapy, but if it decrease below 1.2lpm to stop and to change the device. Per additional follow up via phone 03nov2021, initial reporter stated that after disconnecting and reconnecting the pads, still got a marginal flow error. Also stated swapped the device for another arctic sun and was able to complete therapy with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had low flow. The nurse had disconnected and reconnected the pads with fluid delivery line (fdl) and flow rose up to 1.6lpm. Biomed suggested to continue therapy, but if it decreases below 1.2lpm to stop and to change the device.